Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was loose due to the device being dropped. Blood glucose level at the time of the incident was not provided. Customer also reported that the display was cracked. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, a detached end cap, minor scratches on the display window and a cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.